Manufacturer narrative:
Correction: there was no patient present when this issue occurred.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. There was an axiem box and emitter communication error. The axiem controller was replaced and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition.

Event description:
Additional information was received. It was noted that this event occurred on a new navigation system, during system testing, before surgery.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the system couldn't detect any of the instruments being used. No information was provided on patient outcome and delay to procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that upon initial connection, the unit was tracking, as intended. However; within ten minutes the axiem. Tca and tool ports switched to a red status. Em interface shows a fault on the 12v power supply. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.